Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was damage to the balloon. The catheter was inserted into the patient after transurethral lithotripsy surgery for drainage. The next day, the doctor checked the catheter and found that there was balloon damage. There were no missing pieces found and no patient injury reported. No catheter replacement was performed.

Manufacturer narrative:
Received only the catheter. The reported issue was confirmed; however, the cause is unknown. The visual inspection noted an irregular balloon burst. No pieces of the sac were missing. Per functional testing: introduced water into the inflation lumen and did not experience any obstructions to impede flow. Dimensional evaluation results are as follows: eye snip length: 2/32¿. Inflation lumen coverage: 10 thou. Balloon thickness: 27 thou. Burst initiated from bottom collar of sac: 2cm. Tactile evaluation results are as follows: balloon thickness measures 27 thou. The edges of the burst area were not brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken". (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was damage to the balloon. The catheter was inserted into the patient after transurethral lithotripsy surgery for drainage. The next day, the doctor checked the catheter and found that there was balloon damage. There were no missing pieces found and no patient injury reported. No catheter replacement was performed.